Event description:
A nurse reported that following the intraocular lens (iol) implant procedure the patient states it looks like she is looking through oil and has flickering. The iol was replaced with a non-company lens in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned cut into two portions returned on a piece of medical sponge in a plastic bag. Viscoelastic was observed dried on the lens. The lens was cleaned with klrp to further evaluate. The lens was allowed to air dry. After drying, the lens appeared clear. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and a company handpiece. A non-qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The explanted lens was returned cut into pieces. The lens appeared to be clear. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The instruction for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The file indicated that the company lens (1.50 cyl.) 20.0 diopter (add power +2.2/+3.2 diopter) was removed and replaced with a non- company lens ( ic-8 apthera 23.0 diopter). This information that a company lens 20.0 diopter lens was exchanged for a non- company lens (ic-8 apthera extended depth of focus lens) with a 3 diopters difference suggests that the replacement lens model and diopter was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).